Event description:
It was reported that the left ventricular lead exhibited high thresholds. Lead dislodgement was suspected. The patient was scheduled for follow-up in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.